Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. It was found by review of remote monitoring transmissions that the left ventricular (lv) lead thresholds were higher for an extended period of time and the device lv outputs were adapting to values in the range of 3-4 volts. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 7001 competitor implantable tachy lead (B)(6) 2006; 1688tc competitor implantable pacing lead (B)(6) 2006. (B)(4).